Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned in two sections due to a hypotube break. The break was located at distal to the manifold strain relief. The hypotube was kinked throughout the full length, and more severely kinked just proximal and distal of the break site. An examination of the crimped stent and tip section of the device found no issues with their profiles. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that during a plain old balloon angioplasty, crossing difficulties occurred. The 85% stenosed target lesion was located in the severely calcified and moderately tortuous mid left circumflex. A 3.50x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.